Event description:
It was reported that the patient underwent a revision procedure due to the system not working and patient dissatisfaction with an inflatable penile prosthesis (ipp). The ipp cylinder, pump, and reservoir was explanted and a new ipp cylinder, pump, and reservoir was implanted. The patient was fine following the procedure.